Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient is experiencing pain, swelling, burning sensation and has a nickel allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3111383 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 cat# 010000663 lot# 7216453 g7 pps ltd acet shell 52e. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; b2; b5; d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed: an initial right tha was performed. Patient reported via telephone that she is experiencing swelling from her hip to foot. Doctor placed patient on prednisone which did not help the swelling. Patient states her hip is irritated with a burning groin pain and no other problems with the hip. Patient had an allergy test performed and a positive reaction to nickel and palladium. The root cause of the reported issue is attributed to user error, as the patient had a positive reaction to nickel present in the stem. As per IFU, it states zimmer is not liable for complications that may arise from use of the device in circumstances outside of zimmer¿s control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique. It is also noted that ¿metal sensitivity¿ is listed under the known ¿adverse effects¿ section which should be considered during product selection. As the liner, screws, and centralizer does not contain nickel/palladium, it would not have contributed to the allergic reaction symptoms, no problem was found with the devices. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported through patient's medical records that the patient was experiencing swelling form her hip to her foot. Patient developed cellulitis over bilateral ankles and was prescribed benadryl. The swelling continued. Patient was diagnosed with venous stasis dermatitis and prescribed a water pill for lymphedema. Patient has been using compression wraps and walks with a walker due to the swelling. Doctor prescribed patient prednisone which did not help with the swelling. Patient stated that her hip is irritated with burning groin pain. Patient had an allergy test done and had a positive reaction to nickel and palladium.